Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to cable break. The manufacturing record was reviewed and found no irregularities. It was possible to presume that the cable unit had broken down after the product was shipped and no image was displayed, but it was not possible to identify the exact cause.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing, no image was displayed. There was an only color bar. The facility finished the case with the same device. There was no report of patient injury associated with the event. The subject device was used in combination with otv-s400.